Event description:
Device report from synthes reports an event in colombia as follows: it was reported, that the device was received as a blind unit from colombia on january 19, 2023. There was no allegation reported against the device. Upon product investigation completed on april 13, 2023, it was noted that the device was broken from the distal tip. No further information is available. This report involves one 1.1mm drill bit/qc/60mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: gfa, hsz, gff. E3: reporter is a j&j employee. H3, h4, h6: part: 310.110. Lot: f-27080. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 29. May 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 1.1mm drill bit/qc/60mm was broken from the distal tip. The broken fragment was not returned for examination. A dimensional inspection for the 1.1mm drill bit/qc/60mm was not performed, as is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 1.1mm drill bit/qc/60mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.